Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
It was reported that the customer went on the insulin pump over a week ago, and she was brought in the hospital the day after thanksgiving. It was stated that the mother would like to have an analysis on the insulin pump to be sure the insulin pump was doing what it supposed to do. Days later it was reported via e-mail that the customer passed away, and she was not wearing the insulin pump at time of death. It was stated that the customer may have had the flu or even food poisoning as other family members were ill. It was stated that the cause of death was anoxia, which caused the brain death. It was stated that the last blood glucose recorded in the blood glucose meter or in the insulin pump was 423 mg/dl. It was stated that several attempts were done to upload the insulin pump into the carelink personal and after several attempts it keeps stopping at 90%. Assisted with reviewing the device alarm history and no alarms found. No further information was provided.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had the flu or possible viral meningitis. The customer experienced severely low sodium levels which has since caused brain damage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.